Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with a competitor's transvenous defibrillation lead exhibited out-of-range shock impedance measurement >125 ohms suspected to be the result of a setscrew issue. This device had recently been disconnected and re-connected during an lv lead procedure to address a patient condition. There have been no adverse patient effects reported associated with these clinical observation. Subsequently the device pocket was re-opened to address the setscrew issue. Shock impedance measurement was noted within normal limits consistently after that. The device was then noted to be emitting tones. Later, the local area sales representative confirmed that the mention of tones previously reported did not regard a product performance issue. The tones function was reset. All systems were normal at follow up. There was not ever an adverse patient effect associated with any of the clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.